Event description:
Nurse reported that resident ingested product today ((B)(6) 2013) at 10:00 am. It is also reported that end-user was given a drink of water, which resolved the issue resulting in no further complaint from end-user. Reporter states that there were no untoward effects noted to pt.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user was given a drink of water by nursing home staff, which resulted in no further complaint from end-user. Nursing home staff was advised to call a doctor and/or poison control center. In addition, a material safety data sheet (msds) was faxed to nursing home staff ((B)(6)), and were instructed to contact convatec with any questions, concerns or further issues. An investigation request was sent to the manufacturer on november 08, 2013. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.